Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited a loss of capture (loc). The physician then performed an echography, and observed this patient had a pericardium perforation. It was also noted that this patient is not pacemaker dependent, and did not experience any asystole. A lead revision procedure is scheduled for the near future. Subsequently, additional information was received that a rv lead revision procedure was performed. This rv lead was repositioned, and all measurements were within normal range. There were no other adverse patient effects reported.